Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest electrodes. The patient's dermatologist prescribed a cream to treat the irritation. The medical outcome of the irritation is unknown.